Event description:
It was reported that following the implantation of a miniarc precise sling, the patient experienced de-novo difficulty emptying bladder. No intervention was performed. The event was considered resolved/recovered with no sequelae as of (B)(6) 2015. No further patient complications were reported in relation to this event. Related to (B)(4).

Manufacturer narrative:
Additional information.

Event description:
Related to manufacturer report #: 2183959-2015-00355.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient had a voiding trial on (B)(6) 2015. The patient "voided without difficulty." There were no further patient complications reported in relation to this event.